Manufacturer narrative:
Evaluation summary: only one used company iii (d) cartridge lot #32757159 was returned for evaluation. Inadequate viscoelastic was observed in the cartridge. The top of the nozzle has an aneurysm, which changes to a split as it enters the thinner tip area. Cartridge product history records were reviewed and documentation indicated the product met release criteria. A qualified viscoelastic and handpiece were indicated. The lens model indicated is qualified for a specific diopter range. It is unknown if qualified diopters were used. The reported cartridge damage was observed. The root cause may be related to a failure to follow the dfu. There did not appear to be adequate viscoelastic in the device. The returned company iii (d) nozzle has an aneurysm that splits as it extends into the thinner tip area. The damage on the top of the nozzle started in the thick wall cone area. Unusually high internal forces would be needed to create damage in this area. The two distinct areas of damage would indicate a progressive change that occurred as the lens was advanced. Damage in the thick cone wall section has been associated with the use of cold viscoelastic. The dfu instructs to use viscoelastic, which has been allowed to come to the operating room temperature. This type of damage may also occur if the lens is advanced too rapidly or if the handpiece plunger is not positioned correctly at the trailing optic edge. If the handpiece plunger is not positioned at the trailing optic edge, it can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge, which could cause damage to the tip or the lens. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported five instances of cracked cartridges. Additional information was requested.